Event description:
The patient underwent full revision surgery due to high impedance and an output current not delivered warning due to the high impedance. Per explanting facility protocol, the explanted devices were discarded. No additional relevant information has been received to date.